Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon review of instrument trays at the distributor office, an articulating surface provisional was discovered fractured. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Examination of the returned device exhibits signs of repeated use ( nicked or gouged ) and anterior section of the post feature has fractured off, with not all pieces having been returned. Device history records were reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. The package insert for the device states that breakage can occur if the instruments are subjected to high loads or impactions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.